Event description:
It was reported that the customer received a motor error during bolus delivery. Customer was not using the sensor feature on the inulin pump. The insulin pump had not been exposed to a stong magnetic field. Customer was able to complete the rwind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.